Event description:
The pt received her scs system, including an ipg, on (B)(6) 2007. The pt reportedly stopped using her scs therapies approx 5 months ago. When the pt tried to recharge and use the scs therapies again, the charger appeared to be charging the device. However, when the pt programmer was connected to the device, it indicated stimulation was off and would not allow the pt to turn the stimulation on. A new charger was sent to the pt. Attempts to obtain add'l info regarding the pt's condition and/or device status were unsuccessful. According to the MFR's device registration system, the ipg remains implanted. No further pt complications were reported.

Manufacturer narrative:
Eval: method: device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specs and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. This MDR is being submitted past the 30 day reporting requirement as part of a retrospective review initiated in response to an FDA inspection. We are submitting this MDR as the result of a re-evaluation of our MDR review process. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.